Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and the pump battery intermittently took longer to charge the pump than expected. The customer¿s blood glucose level was 80-89 mg/dl. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned